Event description:
It was reported that the ventilator was displaying other values of positive end expiratory pressure (peep) than set. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator was displaying other values of positive end expiratory pressure (peep) than set. The call was handled by the customer who solved the problem. The ventilator and device logs were also investigated by our field service engineer on site and the ventilator worked correctly and no issues were found in the log files either. No log files have been provided and no parts were replaced. The received information is not specific enough to point to any particular fault. Therefore, the root cause to the reported failure has not been established in this investigation.

Event description:
Manufacturer ref#:(B)(4).